Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/not provided. Email address: unknown. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced severe glare and halos after cataract surgery with implantation of synergy intraocular lens (iol). The issue was noticed during post-op examination. The account stated that an explant was performed and the doctor used eyhance iol as the replacement. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: mar 16, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. No issues related to or could have contributed to visual issues were observed. No further issues were observed. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.